Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The persistent post-nasal bleeding was the combination result of the severe, existing coagulopathy (low platelet counts) and post-nasal tissue mechanical damage and pressure necrosis by the tubes and packing materials. Two small strips of the absorbable hemostat approx 1 x 2 cm wedged between the rapid rhino ends were placed to help reinforce hemostasis. The absorbable hemostat was not removed along with the two rapid rhino packs, which remained in the patient for 65 hours. The complete histology report on the evacuated clot from the post nasal space described the micro- and macro-images of the clot in detail, which are not consistent with the micro-and macro-appearance of the absorbable hemostat. The chief physician opines that there was no absorbable hemostat product deficiency associated with the airway obstruction and the patient's death.

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2011 and a repeat transplant procedure on (B)(6) 2011. At the start of the first transplant procedure, the patient developed significant nasal and pharyngeal bleeding following insertion of a nasogastric tube and nasal packing with bismuth iodoform paraffin paste was placed. On (B)(6) 2011, upon removal of the nasal and post nasal packing, significant bleeding occurred from the posterior nasal cavity and nasopharynx. Two rapid rhino packs were inserted with the aim of compressing the nasal space while avoiding any excess pressure anteriorly in the nose. In order to control the residual ooze and any further bleeding, a layer of absorbable hemostat was trimmed and placed onto the bleeding surface in the post nasal space between the posterior ends of the rhino packs and the wall of the nasopharynx. The majority of the post nasal space was taken up by the rhino packs and the bleeding was successfully stopped. On (B)(6) 2011, the patient was extubated. On (B)(6) 2011, the patient's oxygen saturation dropped and resusitation efforts were initiated. The patient had an extremely difficult airway obstruction. An endotracheal tube was placed to suction and a clot was removed. The pathology report of the clot removed from the trachea stated: histology confirmed mesh like material consistent with dressing / packing material. The CT scan of patient's brain determined that the patient sustained anoxic brain injury. (B)(4) found no cortical activity. Subsequently, discussion was held with the family and the agreed management plan was to change to palliation and end of life care. The patient expired on (B)(6) 2011.